Event description:
It was reported: "had been in use for several months with no issues. Problems in recent weeks with not aspirating, resolved without requiring urokinase. Wednesday, nurse unable to aspirate, flushed with saline then sent to chemo outpt dept who persuaded pt to have line removed as no longer needed. On removing statlock, the line fell out leaving 33cm in the pt. Had been at 36cm at skin so end of broken part was within the vein. Cxr showed retained portion in right ventricle & right pulmonary artery. It was retrieved with some difficulty by interventional radiology yesterday. Unfortunately external portion has been discarded but the internal portion is with clinical engineering awaiting your instruction on returning it. The patient recovered well from the procedure and was discharged home the same day."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a complete break in the catheter was confirmed but the root cause is unknown. The product returned for evaluation was a distal segment of a 4fr s/l groshong nxt catheter. The segment contained the catheter shaft from just proximal of the 33cm depth marker though the distal tungsten tip. The catheter was initially occluded with reddish residual material. Once the material was flushed through the catheter, the catheter was patent to infusion and aspirated per design. The catheter retained a curved shape memory proximal of the 30cm depth marking through the split site. Tensile weakness and material necking were felt in this region. Microscopic examination revealed jagged break edges. The break surface was rough, dull, and granular. The tubing was slightly out of round (oval shaped at the break). A small longitudinal split is seen along the break, at the transition between the clear tubing and the blue stripe. The catheter was cut distal of the damaged section and measurements were taken. The inner diameter, outer diameter and wall thickness were all within the device specifications. Based on evaluation of the returned sample, possible contributing factors could include material fatigue or tensile damage. However, the exact cause could not be identified at this time. No further action is required because the reported event could not be related to a deficiency in product manufacture or deficiency while under correct product use. Evaluation findings are in section h.11.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redx1385 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported: "had been in use for several months with no issues. Problems in recent weeks with not aspirating, resolved without requiring urokinase. Wednesday, nurse unable to aspirate, flushed with saline then sent to chemo outpt dept who persuaded pt to have line removed as no longer needed. On removing statlock, the line fell out leaving 33cm in the pt. Had been at 36cm at skin so end of broken part was within the vein. Cxr showed retained portion in right ventricle & right pulmonary artery. It was retrieved with some difficulty by interventional radiology yesterday. Unfortunately external portion has been discarded but the internal portion is with clinical engineering awaiting your instruction on returning it. The patient recovered well from the procedure and was discharged home the same day."